Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to connector on interface board voltage leak. No external ram crc error alarm noted. No low reservoir alarm anomaly noted. No excessive no delivery alarm anomaly noted. The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. We were unable to perform unexpected restart error test due to alarm. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had issues with alarms. The customer's blood glucose level was 5.8 mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.